Event description:
It was reported that a user experienced signal loss between a dexcom g7 sensor and the ilet, with glucose readings present in the dexcom app but not displaying on the ilet; the user was guided to toggle the dexcom g6/g7 setting and advised to allow time for pairing. Symptoms included no reported adverse health effects and no alerts or alarms. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education regarding connectivity and pairing procedures. Investigation of this case revealed a communication pairing issue between the cgm transmitter and the ilet that was addressed through settings verification and reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption resolved with standard troubleshooting.